Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. Review of the device activity logs did show indications of an invalid patient impedance between the electrode pads and the patient's skin. This is not an indication of a device malfunction but may indicate a connection issue between the device and the patient. However, this could not be firmly established as the electrode pads and the clinical data were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.